Event description:
Information was received indicating that an alarm occurred to a smiths medical cadd-legacy® 6500 pump during use. The unit stopped and was reported to be possibly due to no message alarm. There were no reported adverse patient effects.